Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was intermittently shutting off. The fse also found that the flexvision monitor switched off even after the system was on for a while. So, the fse replaced the flexvision pc and the monitor which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s flexvision monitor was intermittently cutting out. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced both the flexvision pc and the color lcd monitor which returned the device to expected functionality.